Event description:
It was reported through a research article that a total of 460 patients with coronary artery disease were enrolled in this study. The patients were randomly divided into a firehawk stent group and xience v stent group according to the implanted stent. Patients in the xience v stent group reportedly experienced target lesion revascularization, restenosis, death, and myocardial infarction. Additionally, there was 1 case of possible stent thrombosis 1 year after the procedure and 5 years after the procedure. All the enrolled patients were compliant with dual anti-platelet therapy (dapt) consisting of aspirin 100 mg/day and clopidogrel 75 mg/day. The article does not indicate if the meds were stopped or if there were any interruptions. Please see attached article, titled 'long term safety and efficacy of a novel abluminal groove-filled biodegradable polymer sirolimus-eluting stent for the treatment of coronary de novo lesions.'

Manufacturer narrative:
Date of death estimated as (B)(6) 2015. Date of event estimated as (B)(6) 2015. Date of implant estimated as (B)(6) 2010. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional patient effects reported in the article are being filed under a separate medwatch report number. The one case of thrombosis is being filed under a separate medwatch report number. The UDI is unknown due to the part/lot number was not provided. Literature attachment: article titled; long term safety and efficacy of a novel abluminal groove-filled biodegradable polymer sirolimus-eluting stent for the treatment of coronary de novo lesions.